Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging the ipg as he had trouble reaching the ipg area with the charger. As a result, the physician explanted and replaced the ipg with a non-rechargeable model. Postoperatively, effective therapy was reported.